Manufacturer narrative:
Concomitant medical products: 3058, mgu ipg, implanted: (B)(6) 2016; 3889-28, mgu lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was right atrial (ra) lead undersensing which prevented wavelet morphology discriminator from withholding therapy, as the device thought ventricular rate was faster than atrial rate. The patient was inappropriately shocked. The lead remains in use. No further patient complications have been reported as a result of this event.